Event description:
On 06/10/2009 the pt reported that "half a dozen times in the last 6 weeks" he has bolused for elevated blood glucose and his readings have not decreased. He stated this normally occurs in the afternoon or evening hours. He stated that sometimes in 2009 at 3:00 pm his blood glucose measured 390 mg/dl and he bolused 7.5 units of insulin. An hour and a half later his blood glucose measured 414 mg/dl. He injected 7 units of insulin via syringe and his blood glucose decreased to 160 mg/dl. His most recent blood glucose reading was 83 mg/dl. He stated that he changes his infusion site every 4 days and his infusion tubing every 8 days. He was advised to change the site every 3 days and tubing every 6 days. He stated the he uses his legs as an infusion site and the sites become sore after 2 days. He was sent info on infusion site management. He stated that his basal rates have not been changed and he was advised to consult with his physician. The pt was sent a replacement infusion device. Upon follow up about one week later, he stated that he began use of the infusion device, and he stated that his blood glucose has returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.